Event description:
It was reported that the customer had difficulty charging the pump battery. There was no adverse impact to the customer's blood glucose level. Customer declined any follow-up or further troubleshooting assistance from technical support.